Event description:
The following has been reported: biomed reported: "pump problem: patient was disconnected from pump to take a walk, upon reconnection and restart, pump alarmed "pump problem". Service staff tried to power cycle the pump and the pump error alarm returned each time. There is no known patient harm or delayed infusion resulting from this error. Patient harm: no a preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Due diligence has been completed. No pump was returned to fresenius kabi for evaluation. Therefore, the reported issue could not be confirmed or refuted. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.